Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2017- device evaluation: the transmitter has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, a review of the pump¿s alarm history showed frequent low battery warnings and replace battery alarms. During testing, the pump electrical current draws were tested and were within specifications. The complaint of a power issue was not able to confirmed or duplicated during testing. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and corrosion inside the battery compartment. A leak test revealed a leak in the battery compartment. The pump was opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.